Event description:
On (B)(6) 2013, the physician placed the PICC line inside the patient using an over the wire kit. He could not removed the wire as it had formed a knot. The patient had to be transferred to surgery to have the wire removed. Additional information received from sales manager after a telephone conversation with the physician on (B)(6) 2013. Doctor placed the access needle into the vein, the otw wire was inserted a short way. The vein seemed to spasm when inserting. With further insertion the distal platinum tip formed a knot in the wire. Attempts to removed the wire percutaneously failed and patient sent to a surgeon for a small cut down to remove the wire. A cvc was inserted to the patient rather than a PICC. Patient recovered without consequence. No part of the device remained inside the patient after surgery was performed to remove the wire. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.